Event description:
On (B)(6) 2026, the patient underwent a frozen elephant trunk (fet) procedure to treat a dissection utilizing gore® tag® conformable thoracic stent graft with active control system (ctag). It was reported that during the ctag portion of the procedure, the 3rd deployment handle (lockwire handle) would not pull out after the red lockwire handle was rotated 90 degrees counterclockwise and pulled. The physician went into the backup hatch and still could not pull the wire out. The cause of this issue is unknown. Subsequently, this ctag device was safely removed from the patient and another ctag device was successfully deployed. Patient tolerated procedure.

Manufacturer narrative:
H6: code a2304 - it should be noted that per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the ctag device is intended for endovascular repair of lesions in the descending thoracic aorta, and the device in this event was used in a frozen elephant trunk (fet) procedure which is a hybrid off-label procedure. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c21 - results pending completion of returned device engineering analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.